Event description:
It was reported that pump experienced malfunction with code 16 and an internal fault alarm, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer changed infusion set and resumed insulin delivery, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.